Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient experienced pain while treating with the device. The patient stated the area where the electrodes were placed was warm to the touch. The skin was not red and there were no marks. The patient had a cervical fusion. The patient uses the electrodes for 16 or 17 hours per day. The patient does not sleep with them. The patient stated that his shoulder blades hurt. The patient spoke to his doctor. The doctor told the patient that it could be related to the nerves. The patient has an appointment on friday. The doctor did not tell the patient to stop using the stimulator. The patient's pain level was a 10. The patient is going to try doing the time test. The patient is going to call with an update. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Event description:
It was reported that the patient experienced pain while treating with the device. The patient stated the area where the electrodes were placed was warm to the touch. The skin was not red and there were no marks. The patient had a cervical fusion. The patient uses the electrodes for 16 or 17 hours per day. The patient does not sleep with them. The patient stated that his shoulder blades hurt. The patient spoke to his doctor. The doctor told the patient that it could be related to the nerves. The patient has an appointment on friday. The doctor did not tell the patient to stop using the stimulator. The patient's pain level was a 10. The patient is going to try doing the time test. The patient is going to call with an update.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.